Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl by the time the paramedics were called. The mother stated that the customer was unresponsive before she was taken to the hospital. The caller stated that the insulin pump alarmed motor error, and she does not have confidence in the device. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found multiple motor error alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.